Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent thrombosis and arrhythmia occurred, and the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the 1st diagonal branch with 95% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00x20mm study stent. Following post-dilatation, residual stenosis was 0%. Two days later, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the subject died due to terminal arrhythmia. Per death certificate, the immediate cause of death was terminal arrhythmia due to or as a consequences of congestive heart failure (chf) and coronary artery disease (cad).